Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that, when an asymptomatic patient presented in clinic for routine clinical follow-up, non-sustained lead noise due to far p-wave oversensing was observed. Programming changes were made and the patient will be monitored.